Manufacturer narrative:
All buttons functioning properly during testing however, found unlocked lcd keypad connector during visual inspection. Insulin pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratches on lcd window, and scratched reservoir tube window.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the keypad was unresponsive. No further information reported.